Manufacturer narrative:
The alarm trace showed sample clot and sample short alarms on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 8000 e 801 module. No units of measure were provided. The sample initially resulted in a troponin t value of 116. Patient treatment was started based on this value. No additional information was provided in relation to the treatment of the patient. A second sample collected from the patient resulted in a troponin t value of 16. The complained sample was then repeated, resulting in a troponin t value of 15.

Manufacturer narrative:
The lot number of the troponin t reagent is 642405. The reagent expiration date was requested, but not provided. The investigation is ongoing.